Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient went through withdrawals eight months ago and went through withdrawals again a few weeks ago and the doctor filled the pump. The patient was feeling withdrawals again. It was noted they tried looking on the website for information on withdrawals from morphine, but it did not have them. The pump was implanted (B)(6) 2012. It was noted the patient¿s disease was reflex sympathetic dystrophy (rsd) and the patient never recovered from withdrawals from eight months ago and now was having the repeatedly. Additional information was received from a healthcare provider (hcp) on (B)(6) 2018 indicated the withdrawals started (B)(6) 2017 and the patient was discharged from their practice (B)(6) 2017. The patient experienced insomnia and nausea. The cause of the withdrawals was noted as stopped oral medications and the intrathecal drug delivery system was not decreased or stopped. The patient was prescribed tizanidine, clonidine, and phenergan. It was unknown if the patient¿s withdrawals have been resolved and the patient¿s weight at the time of the event was 131 pounds. Additional information was received from a consumer on (B)(6) 2018 indicated that the patient¿s doctor¿s office was waiting to get approval for insurance from the manufacturer. It was noted the patient just found out on (B)(6) 2018 that her pump was not putting medication into her body. The patient had been really sick for about 10 and a half months now. It was reported she had rsd and her doctor lost his license. The patient had to get off her medication because of it and her disease came back. Her pain had spread everywhere throughout her whole body (face, eyes, mouth, nose, vagina, butt, etc.) It was noted it started in her breast. It was reported that because she was not getting any medication now, she needed to get her pump replaced. The reason for the call was because she needed to get an update on approval status. It was noted her healthcare provider¿s (hcp¿s) office was currently closed. It was also reported the hcp put in 40mls and ¿only 3 had been used¿ in the last two months. The patient had fentanyl and a low dose of clonidine and morphine in the pump. The pump was last filled on (B)(6) and the pump was checked on (B)(6). The patient had ¿weird withdrawal symptoms¿ ever since she got off her pill in (B)(6) of last year. She called the hcp and told them that her pain was through the roof and she could barely walk. The patient had a movement disorder from the disease, so she had a hard time walking. When the patient saw the hcp on (B)(6), they checked the pump and said, ¿it was working¿ so they sent the patient home. The patient did not know when the pump stopped delivering the medication. The patient believed they turned the mediation up recently and noted it ¿would probably be the morphine.¿ no further complications were reported/anticipated or expected.